Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in leaked. The following information was provided by the initial reporter: "after successful indwelling, leakage was found at the catheter tubing connection of indwelling needle."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter pnk 20gax1.0in leaked. The following information was provided by the initial reporter: "after successful indwelling, leakage was found at the catheter tubing connection of indwelling needle."